Event description:
The reporter stated that the surgeon was inserting a competitor's lens, using the msi-pm injector and the trailing haptic tore off. The lens was removed and exchanged without incident. The reporter also stated that possible conclusions were lens not loaded properly as first time loading new injector by tech or dr may have pushed plunger too quickly.

Manufacturer narrative:
Eval: a work order search was performed for similar complaints and no similar complaints were found within the work order search.